Event description:
New information indicates that another occurrence of post-paced t-wave oversensing was noted on the device. No additional information was reported.

Event description:
New information indicates that the episodes of t-wave oversensing were isolated and occurred over a short time period. No changes were made. The patient was asymptomatic and will continue to be monitored.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.